Manufacturer narrative:
An additional lot number was reported (lot # m015563). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge.